Event description:
Nellcor puritan bennett received a report from a biomedical engineer of a n-550 with no audio sound. The unit was not in use on a patient.

Manufacturer narrative:
The biomedical engineer reported that the speaker wires were broken off, and a replacement speaker had been ordered. No product was returned for evaluation as a customer has declined to return the speaker.